Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was dropped in water and subsequently the pump volume annunciated a muffled tone. Due to the reported issue, the customer did not hear low blood glucose (bg) alert causing bg to drop even lower, however, specific bg value was not provided. Although requested, the customer declined to provide any additional information and declined troubleshooting.